Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed a gas delivery system (gds) assembly was return for analysis. An investigation was performed and the u1 on the airflow sensor pcba caused the air and o2 flow accuracy tests to fail.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the device failed the airflow accuracy test (pvt test 5) at the zero slp setting. There was no patient involvement.